Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 19oct2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a consumer reported an 8-year old female patient had a humapen ergo ii device had a broken cartridge holder. The patient experienced hyperglycemia as her blood glucose level reached 473mg/dl (reference range were not provided) and experienced diabetic coma. The device was not returned to the manufacturer for investigation (batch 2108d03, manufactured august 2021). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Cartridge holders receive 100% in-process visual inspection during manufacturing of the device. There is evidence of improper use and storage as the patient reused needles. It is unknown if this misuse is relevant to the event of hyperglycemia or diabetic coma.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 08-years-old female patient of an unknown origin. Medical history was not provided. Concomitant medications included insulin glargine (lantus) and insulin degludec (tresiba) for the treatment of an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a pre-filled pen (kwikpen), via an unknown dose, frequency and rote, for the treatment of diabetes, beginning on an unknown date in (B)(6) 2023 and insulin lispro (rdna origin) injections (humalog 100units/ml) from a cartridge via a reusable device (humapen ergo ii), 06 international units in morning, 05 international 16 units in lunch and 07 international units in dinner, three times a day, subcutaneously, for the treatment of diabetes, beginning on an unknown date in (B)(6) 2024. On an unknown date, while on insulin lispro (kwikpen) and insulin lispro (cartridge) therapies, she experienced hyperglycemia (first episode) and lead to diabetic coma due to which she was hospitalized twice for one to three days (date not specified). And her diagnosed established as hyperglycemia and metabolic acidosis. On an in (B)(6) 2025, while on insulin lispro (cartridge) therapy, she again experienced hyperglycemia (first episode), diabetic coma and metabolic acidosis due to which she was hospitalized third time and this time for seven days (date not specified) in an intense care unit (ICU) then further in regular room for nine days and left the hospital on (B)(6) 2025. During hospitalization in (B)(6) 2025, her laboratory tests showed as low potassium level (values, units, and reference range was not provided) with thyroid gland issues. On an unknown date in (B)(6) 2025, further she was hospitalized for four days (date not specified). On (B)(6) 2025, she experienced hyperglycemia (second episode) as the blood glucose level reached to 473mg/dl (reference range was not provided). The patient changes the needle every after two to three days of use: reused needles (considered as improper use for suspect device). The ergo ii was defective as it s cartridge holder was broken (pc number: (B)(4), lot number: 2108d03) and it was reported that patient stored the device in the refrigerator. Information regarding further hospitalization and corrective treatment was not provided. Outcome of the event hyperglycemia (first episode) was recovering, hyperglycemia (second episode) outcome was not reported and for the remaining events outcome were recovering. Status of insulin lispro (kwikpen) therapy was discontinued and insulin lispro (cartridge) therapy was ongoing. The operator of the kwikpen was the patient and her training status was not provided. The kwikpen general model duration of use and suspect kwikpen duration of use were not reported. The status of suspect kwikpen was not reported and its return was not provided. The operator of huma pen ergo ii was the patient and her training status was not provided. The general humapen ergo ii device duration of use was approximately 1.5 years and suspect humapen ergo ii device duration of use was not reported. The suspect device status was not provided and was not returned to the manufacturer for investigation. The reporting consumer did not relate the events with insulin lispro (kwikpen) and insulin lispro (cartridge) therapies and with suspected kwikpen and suspect humapen ergo ii device. Update 19-aug-2025: information was received from affiliate on 13-aug-2025, regarding psp enrollment. No new information was added to the case. Edit 03sep2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 06-oct-2025: information was received from initial reporter on 04-oct-2025, regarding unsuccessful follow up attempt, patient communicates with the physician through (B)(6) hospital, therefore, no direct contact number for the physician is available. No new medically significant information received, no changes were made to the case. Update 19oct2025: additional information received on 16oct2025 and 17oct2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot 2108d03. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. The reason for improper use was updated as patient reused the needles in narrative. Corresponding fields and narrative updated accordingly. Update 23-oct-2025: additional information received on 19-oct-2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 08-years-old female patient of an unknown origin. Medical history was not provided. Concomitant medications included insulin glargine (lantus) and insulin degludec (tresiba) for the treatment of an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a pre-filled pen (kwikpen), via an unknown dose, frequency and rote, for the treatment of diabetes, beginning on an unknown date in (B)(6) 2023 and insulin lispro (rdna origin) injections (humalog 100units/ml) from a cartridge via a reusable device (humapen ergo ii), 06 international units in morning, 05 international 16 units in lunch and 07 international units in dinner, three times a day, subcutaneously, for the treatment of diabetes, beginning on an unknown date in (B)(6) 2024. On an unknown date, while on insulin lispro (kwikpen) and insulin lispro (cartridge) therapies, she experienced hyperglycemia (first episode) and lead to diabetic coma due to which she was hospitalized twice for one to three days (date not specified). And her diagnosed established as hyperglycemia and metabolic acidosis. On an in (B)(6) 2025, while on insulin lispro (cartridge) therapy, she again experienced hyperglycemia (first episode), diabetic coma and metabolic acidosis due to which she was hospitalized third time and this time for seven days (date not specified) in an intense care unit (ICU) then further in regular room for nine days and left the hospital on (B)(6) 2025. During hospitalization in (B)(6) 2025, her laboratory tests showed as low potassium level (values, units, and reference range was not provided) with thyroid gland issues. On an unknown date in (B)(6) 2025, further she was hospitalized for four days (date not specified). On (B)(6) 2025, she experienced hyperglycemia (second episode) as the blood glucose level reached to 473mg/dl (reference range was not provided). She changes the needle every after two to three days of use and stores the device in the refrigerator (considered as improper use for suspect device) (pc number: (B)(4), lot number: 2108d03). Information regarding further hospitalization and corrective treatment was not provided. Outcome of the event hyperglycemia (first episode) was recovering, hyperglycemia (second episode) outcome was not reported and for the remaining events outcome were recovering. Status of insulin lispro (kwikpen) therapy was discontinued and insulin lispro (cartridge) therapy was ongoing. The operator of the kwikpen was the patient and her training status was not provided. The kwikpen general model duration of use and suspect kwikpen duration of use were not reported. The status of suspect kwikpen was not reported and its return was not provided. The operator of huma pen ergo ii was the patient and her training status was not provided. The general humapen ergo ii device duration of use was approximately 1.5 years and suspect humapen ergo ii device duration of use was not reported. The suspect device status was not provided and its return was expected. The reporting consumer did not relate the events with insulin lispro (kwikpen) and insulin lispro (cartridge) therapies and with suspected kwikpen and suspect humapen ergo ii device. Update 19-aug-2025: information was received from affiliate on (B)(6) 2025, regarding psp enrollment. No new information was added to the case. Edit 03-sep-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.